Event description:
Ventilator the pt was on stopped working, pt was bagged and the ventilator was replaced, pt remained stable throughout. Problem stems from the combination of the ventilator, the sensor and the humidifier working in conjunction.